Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested as abdominal pain, cloudy effluent, diarrhea, fever and chills. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient was treated for peritonitis with vancomycin intraperitoneally (dose and frequency not reported). On an unknown date, the patient was retrained on aseptic technique. Three days after being admitted, the patient was discharged from the hospital. On an unreported date one week prior to the receipt of this report, the patient recovered from the clinical symptoms of abdominal pain, cloudy effluent, fever and chills, and was recovering from the clinical symptom of diarrhea. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.